Manufacturer narrative:
A medtronic representative inspected the navigation system on-site. The software was uninstalled, then re-installed and the issue resolved. Software investigation was completed. This issue was documented in a medtronic software anomaly tracking database. A full navigation system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts replaced or returned.

Event description:
A medtronic representative reported that during pre-op for a functional endoscopic sinus surgery (fess), the navigation system would intermittently power off. The software would become unresponsive and reboot. The power switch was turned off, then turned back on and the system would then reboot. There was no reported delay to the procedure due to this issue and no impact on patient outcome.

Manufacturer narrative:
Additional information: device manufacture date provided. The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.